Event description:
It was reported that the threaded shaft disengaged from the screw head during screw removal leading to a 30 minute delay in surgery.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The device history records were reviewed, no dimensional, functional, or material anomalies were reported at inspection. A visual examination of the returned product confirmed the reported event, the head of the screw was disengaged from the shaft. Due to the condition of the returned screw a functional evaluation could not be performed. The cause of the damage is loss of mechanical integrity leading to deformation of the supports and ultimately disassembly, however the most likely root cause of the damage is unable to be determined. File one of three.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2014-00019 / 00021).

Event description:
The distributor reported after the surgeon inserted the screw he decided to remove the screw and insert a shorter screw. During the attempt to remove the screw, the threaded shaft disengaged from the screw head requiring further effort to remove the screw shaft and resulting in a sixty (60) minute delay in surgery.